Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.

Event description:
It was reported that, "the components were loose and so, patient was revised.